Event description:
A clinician's finger got caught between the phototherapy lamp housing and support upright while trying to maneuver the phototherapy unit. As a result the clinician sustained a broken finger. The user facility has attributed this event to operator error, as a post event review indicated the phototherapy unit was operating properly.